Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of fragmentation of an internal rubber component of the seal. Based on the condition of the returned unit and the description of the event, the root cause of the reported event could not be determined. It is unlikely the unit was shipped to the complainant with the internal rubber component of the seal fragmenting. Although the exact root cause of the reported event could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report represents the initial and final report. Based on the event description received, the event was deemed not reportable. After evaluation by engineering, the event is deemed reportable due to the internal seal component fragmentation.

Event description:
Procedure performed: "lap nephrectomy." Event description: cer 1 of 2: (B)(4). Cer 2 of 2: (B)(4). "The scrub nurse found that the seal was torn and it was before inserting the trocar into the patient body. She separated the trocar head from the cannula and found that the seal was torn. They used another new ctr73 and had no problem to use with the new one." Additional information was received via email from sales manager on 12-sep-2017 at 10:11 am: "I checked the products with the naked eye, but there was no way to verify lot #, and unfortunately, customer didn't record the lot #. And customer verbally explained 2 events occurred at once with same matter." Additional information was received via email at 12:04 pm on 9-oct-2017 from the sales manager: "if you are talking about decontamination, the answer is that customers usually wash the event product before giving us." Additional information was received via email at 12:04 pm on 10-oct-2017 from the sales manager: no other device was inserted, because it was discovered before using the trocar. "Trocar was replaced immediately." Type of intervention: "they used another new ctr73 and had no problem to use with the new one." Patient status: "no patient injury."